Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, had a clog. The issue occurred during an unknown event and unknown procedure. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the channel tube had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; due to wear of scope cover packing, water tightness is lost; suction cylinder has no color; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; and channel tube has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, adherence/clogging of the material in the biopsy channel was confirmed. A foreign blue circular ring inside ch-tube was found. The origin of the finding was not possible to identify. It could not be specified what the root cause of the remaining foreign material was. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-cover. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.